Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-70 serial#: (B)(4) description: linear 3-4 lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection close to the clik anchor location. Symptoms of infection were swelling, puss, and open drainage. Infection was not device or procedure related and its cause was unknown. Antibiotics were prescribed. The patient underwent a revision procedure wherein the cervical leads were explanted and an antibiotic powder was placed in the incision prior to closing it. No device malfunction was suspected.